Event description:
The user facility reported during vitrectomy surgery, the trocar end of the polyamide cannula broke off in the patient's eye. The surgeon tried to recover the part in the patient's eye. He removed the collar portion of the trocar, but was not sure if all parts were removed. He was sure it was not in the globe of the eye; however, it may be in the conjunctiva or sclera. Additional information: the incision was enlarged and a suture was used to close the wound. The surgeon reported he will perform a second surgery to determine if the device fragment is in the patient's eye.

Manufacturer narrative:
Evaluation completed. One small red flip top container was returned in (B)(4) bubble wrap envelope along with a bl5423 pack label. The lot number on the label was u9902. The red container has one esa hub and sleeve assembly and one hub from another assembly. Both are dirty with particulates and solutions visible all over. The hub has what appears to be dried blood on it. Assembly number 1 - the polyamide sleeve is attached and does not appear to be damaged. Assembly number 2 - the polyamide sleeve is missing from the hub and was not returned. The returned samples have been forwarded to the vendor for further investigation. The sterilization and lot history records have been reviewed and found to be acceptable.